Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the surgical tech noticed that the jaws of the fenestrated bipolar forceps instrument were misaligned, and the fibers at the articulating neck were off track and frayed. The instrument was not used in the pt; the procedure was completed with another of the same instruments. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with one bent grip, causing side to side misalignment of grips. There was a 0.111" offset at the tips, indicating overloading at the tip. Instrument passed electrical continuity test. Engineering also observed a broken pitch cable. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
Conclusions - the instrument has not been returned for eval; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering eval) or if additional info is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.